Manufacturer narrative:
Device internal memory reviewed. Results: due to inappropriate use of pediatric pads. Conclusion: this event is being reported as it cannot be conclusively stated that recurrence would not lead to delay of therapy.

Event description:
User attempted to resuscitate adult with pediatric pad set installed in AED.